Manufacturer narrative:
(B)(4). D10-medical product articular surface fixed bearing (cps) left 14 mm height item# 42512600414 lot# 64647779 femur cemented standard left size 5 item# 42504605801 lot# 64802575 femoral distal augment cemented size 5, 5+ 10 mm thickness item# 42556605810 lot# 64624179 femoral distal augment cemented size 5, 5+ 10 mm thickness item# 42556605810 lot# 64802575 stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 64835176 tibia fixed cemented left size d stem item# 42542006701 lot# 64649491 tibial central cone size small item# 42545000511 lot# 64627892 tibial augment cemented half block left medial size cd 15 mm thickness item# 42555803315 lot# 64739726 stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 64835176 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain, erythema, swelling, femoral loosening and periprosthetic, medial femoral condyle fracture approximately four years post implantation. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office note: CT triple phase spect imaging shows loosening of the femoral implant. There is an area of uptake in signal along the distal medical femoral condyle at the supracondylar region that may indicate a fracture, excruciating pain. Next office note: periprosthetic fracture non-displaced medial femoral condyle, does not feel like pain is improving, x-rays: "ap, lateral and sunrise views of the knee arthroplasty show implant in good position and alignment with no gross evidence of failure or loosening." Callus formation, symptoms improving, "I do not believe it is necessary to move forward with a revision surgery if she is starting to feel better. I do think there is a chance she could heal this up. I do not think she will have catastrophic failure." Will hold off on revision for now. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed with medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.